Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was slipping into the armpit and was potruding though the skin. Additional information indicated that this device was repositioned. To date, this device remains implanted. No additional adverse patient effects were reported.